Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the keyboard assembly to resolve the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during preventive maintenance, a ventilator keyboard accept key was found functioning intermittently. There was no patient involvement.